Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.